Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm while requesting a bolus. Customer's blood glucose level was at 200 mg/dl. Customer indicated that bgs had already began to go down at the time of the call, however they did not provide the mode of treatment. Recommendation was made that the customer change out the insertion site.